Manufacturer narrative:
Investigation summary: one picture received and one actual sample without packaging was returned for investigation. Observed the syringe barrel was damaged. DHR review: no abnormality and qn reported during eclipse assembly production. Reviewed syringe DHR for catalogue# s20351sgt, batch# 7142288, 7087209, 7108087, 7142041, 7115368. No quality notification was raised for all the batches on the reported nonconformance. No similar nonconformance was detected in in-process and outgoing inspection. Investigation conclusion: one picture and one actual sample without packaging received. We observed damage on the syringe barrel. Root cause description: probable cause could be due to poor throw out of the assembled syringe at the auto-reject station. The barrel could have been slanted and hit the side guide resulting in damage barrel. CAPA# (B)(4) had been initiated to address damaged syringe nonconformance.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It as reported that the barrel on a 23 g x 1 in. Bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle was cracked which could lead to leakage. No injury or medical intervention.